Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error again after clearing the alarm. Two hours after the customer took insulin her blood glucose level dropped from 498 mg/dl to 122 mg/dl. The device was not returned.